Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir did not click into place, buttons were sticking and hard to press. The customer's blood glucose value was unknown. The customer reported that the insulin pump had scratches on insulin pump, reservoir did not click into place when rewinding, no delivery alerts, threading at the top of reservoir. The insulin pump will not be returned for analysis.